Manufacturer narrative:
The event for heat was not confirmed as a component failure was not confirmed by the technician.

Event description:
It was reported by the user facility that the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported by the user facility that the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.